Manufacturer narrative:
The unit was received with a blank display; the problem was isolated to the lcd board. The unit also had a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display anomaly. No further details were provided. The insulin pump was returned for analysis.